Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the cuff was not inflating or it was partially inflating on one side. Customer investigated and states that it seems the lining of the cuff gets stuck to the shaft of the tube. Water does not enter the cuff fully and stays in the internal port. No report of patient involvement or patient harm.

Manufacturer narrative:
Other, other text: b3: date of event - d4: catalog number, UDI number, lot number, expiration date - g5: 510k number and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.